Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) obtained the xtr logs from the reported system for additional investigation. A review of the network logs showed that the customer's network connection had dropped five times during the night, each of which lasted approximately 15 seconds. The customer's network appeared to drop due to network latency. The customer was advised of the findings and was advised to work with their it department to troubleshoot the network connection. The cause of the reported loss of telemetry was due to the hospital's network connection.

Event description:
The customer reported that telemetry monitoring had dropped out 3 times in the course of a minute with their xhibit telemetry receiver (xtr). There was no patient or user death, or injury associated with the event.